Event description:
During a shoulder acromioplasty, the handpiece became hot. Following the surgery, the o.r. Staff noticed that the edges of the incision were "reddened". Case was completed without incident and no treatment was administered to the reddened area.